Manufacturer narrative:
UDI: unknown. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead.   Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation.   In this case, per report the exact cause of the left ventricular perforation resulting in the patient demise is unknown. However, there was no allegation or indication a device malfunction contributed to this adverse event.    The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.   This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by a field clinical specialist, during the valve in valve (viv) procedure with a 23 mm sapien 3 ultra valve in a 26 mm sapien valve in the aortic annulus, a left ventricular (lv) perforation was observed  while the delivery system was still in the abdominal aorta. The patient decompensated and CPR was initiated.  The delivery system/crimped valve were removed and the case was aborted. A vena cava tear occurred due to the CPR chest compressions. Surgical intervention was performed, however the patient decompensated further and expired on the same day.   Per report, the cause of the lv perforation is unknown however, per medical opinion, the lv perforation and vena cava tear were not related to an edwards device malfunction.